Manufacturer narrative:
In this case, the returned device analysis was unable to confirm the reported gripper actuation issue. The reported image resolution poor and difficult to remove (anatomy) could not be replicated in a testing environment as it was related to procedural conditions or operational circumstances. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and return device analysis, the reported poor image resolution is due to procedural conditions. The reported difficult to remove (anatomy) is a cascading effect of the reported poor image resolution. The cause of the reported gripper actuation issue could not be determined. The reported tissue injury appears to be a cascading effect of the reported difficult to remove (anatomy). Additionally, the reported patient effect of tissue injury is listed in the instructions for use, and is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report leaflet caught in gripper, causing gripper actuation issue and chordae rupture. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with a restricted posterior leaflet, calcified annulus, and dilated left atrium. The first clip was implanted with no reported issue. A second clip (nt) was advanced to the mitral valve. It was noted that imaging was difficult. During grasping, the anterior leaflet got caught between the gripper and the clip shaft. The physician attempted to free the clip from the anterior leaflet and retract the clip to the atrium. During this process, it was noted that one of the anterior chordae had ruptured. The clip was retracted to the atrium. During functional testing, it was noted that one gripper was not closing properly. The clip was removed and a replacement xtw clip was implanted, reducing mr to grade 2-3. This issue reportedly caused a clinically significant delay, but the delay did not result in adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information na.